Event description:
Device 1 of 3. Refer to manufacturer's report number 1627487-2010-0220 and 1627487-2010-0222 for devices 2 and 3. It was reported that during surgery, the doctor placed the lead at t11-12. Following the procedure, the patient experienced great pain in the abdomen, occurring every 30 seconds. The doctor believed that the anchor's long sleeve may have been pushing down on the strain relief coil so the doctor removed the leads so that the strain relief coil could be redone. The doctor then trimmed the anchor sleeve to give more space, and re-implanted the same leads. After the procedure, the patient's pain was greatly reduced and paraesthesia was achieved for the desired area.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.